Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. As per direction received from the FDA on 12/9/99, (B)(4),

Event description:
Customer reported an incident on voluntary medwatch (B)(4). Event description as follows: rn was using the one-hand recap procedure for needle with safety device activated when safety device failed causing needle to protrude/bend outward. Rn was stuck with needle. What was original intended procedure: disposal of needle device usage problem: other.